Event description:
It was reported that the patient's right knee was revised. As reported: "...patient reported that he fell down and a hematoma appeared on his knee where he had the surgery. Surgeon did an irrigation and debridement today where he noticed wound site wasn't properly closed so he washed the patient out and did an I&d and swapped the poly insert. A 5x10 cs insert was taken out and a 5x10 cs insert was put back in. Original liner was destroyed and thrown away."

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.